Event description:
N/a.

Manufacturer narrative:
Tw # (B)(4). Updated sections: b4, d9, g3, g6, h2, h3, h6, h11. Corrected section: h6-code 1069 changed to 2981/ the device was returned to the factory for evaluation on (B)(6) 2026. An investigation was conducted on (B)(6) 2026. A visual inspection was conducted. Only the cannula was returned for evaluation. Signs of clinical use and evidence of blood was observed on the intact cannula handle as well as on the intact c-ring. The scope wash tube was observed to be disconnected from the base of the intact c-ring which just at the base of the intact c-ring whic h was the result of the arm was grabbed to try and manipulate it and the arm immediately broke in half. The scope wash tube was observed to be bent in the approxiamte center of the scope wash tube. No other visual defects were observed. Based on the returned condition of the device as well as the evaluation results, the reported failure "material twisted/ bent scope wash" was confirmed. The lot # 3000503453 history record review was completed. There were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failures.

Event description:
The hospital reported that the vasoview hemopro 2 c-ring broke. The dissection was completed, and the scope and cutting tool were then loaded into the cannula. The doctor inserted canula and proceeded to the end of the tunnel and work her way back cutting branches. The c-ring was moved out to begin the first cut and it was noticed the c-ring was bent at an unusual angle and not working its way in our out properly. The cannula was removed to inspect the c-ring, and it was observed that one of the arms was permanently bent. The arm was grabbed to try and manipulate it and the arm immediately broke in half. This was the first time the doctor attempted to use the c-ring or cut a branch. Case was completed without delay and without incident by opening a new hp2. No harm to the patient.

Manufacturer narrative:
Tw (B)(4) the device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.